Event description:
It was reported by the affiliate that when the surgeon tried to join the jaws of the device, staples dropped from the cartridge. Staples were retrieved from the patient. No patient consequence.